Event description:
The customer states that erratic patient results are being generated by the cell-dyn 3700 analyzer. The customer gives the example of patient hemoglobin initially reading 9.9 g/dl that repeated at 15.9, 13.0 and 8.9 g/dl. The sample was repeated on the back-up cell-dyn analyzer with results matching the initial hemoglobin result of 9.9 g/dl. Controls were within specifications. The customer is requesting a service call. The customer will not provide any further patient info. There is no impact to patient management reported.